Event description:
It was reported that the 8800 system had an intermittent generator failure error during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock tube was purged during the service call. The system was tested, and found to be working as intended, and put back into service.